Manufacturer narrative:
Section h9: fsca added. The device is included in the heartmate mpu capacitor issue field action issued by abbott on 28feb2025. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was connected to the mobile power unit (mpu) when the system controller was alarming no external power and there were no lights illuminated on the mpu. The bedside nurse placed the patient on battery power. The mpu was then plugged into multiple other outlets but no lights came on the mpu. The center requested a replacement.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was not reproduced during testing of the returned mobile power unit (serial: 20302296); however, a component issue which would have caused the reported event was identified. Inspection of the unit revealed that a capacitor on the power supply printed circuit board assembly (pcba) was nonconforming. This capacitor not performing as expected would have caused the reported event of the no external power alarms and no lights illuminating on the mpu. Multiple attempts were made to obtain additional information from the customer regarding the event (including providing log files); however, no additional information was provided. The root cause of the reported event was determined to be that a capacitor component on the power supply pcba was nonconforming. Abbott has initiated a corrective and preventative action (CAPA) to further address the observed issue. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their mpu and system controller, including yellow wrench / no external power alarms. The heartmate 3 patient handbook (section entitled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.